Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
We have been informed by (B)(6) that this patient is deceased. The date of death (B)(6) 2014. The cause of death is unknown. Queried the correct dp reference number as 2 have been provided. All documents state (B)(4) as the correct ref. However another email with a different dp reference number (B)(4) was received with the access code for all the attached locked documents previously provided. File handler has confirmed this was their mistake and has been rectified. See clarification email. (B)(4). I have also requested the following: medical records, autopsy report, confirmation from the surgeon, or medical opinion as to the cause of death, contribution of the device(s) to the death if any. See requests for email etc. (B)(4). Translation requested (B)(4). Access code: (B)(4). Update 7 apr 2015: rec'd translated medical notes. No indication of asr contributing to death. Vague pain in hips on (B)(6) 2014. Cobalt 1.3 and chrome 1.8 i.e. Good. (B)(4)

Event description:
We have been informed by (B)(6) that this patient is deceased. The date of death (B)(6) 2014. The cause of death is unknown. Queried the correct dp reference number as (B)(4) have been provided. All documents state (B)(4) as the correct ref. However another email with a different dp reference number ((B)(4)) was received with the access code for all the attached locked documents previously provided. File handler has confirmed this was their mistake and has been rectified. See clarification email. Sm (B)(4) 2015 I have also requested the following: medical records, autopsy report, confirmation from the surgeon, or medical opinion as to the cause of death, contribution of the device(s) to the death if any. See requests for email etc. Sm (B)(4) 2015. Translation requested (B)(4) 2015. Access code: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).